Event description:
The complainant has reported that a pt (age and gender unk) underwent a therapeutic procedure for hemostasis. The bleed site was located in a mildy tortuous portion of the pt's anatomy. The resolution clip device did grasp the tissue at the bleed site. The clip would not release from the catheter to complete deployment. The clinician was able to manipulate the device by 'jiggling' to facilitate full deployment of the clip. The clip was successfully deployed. The pt did not sustain any injury or ill effect as a result of the deployment issue. The pt condition was noted to be satisfactory/good.